Manufacturer narrative:
Per the clinic the patient experienced an infection resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is filed on (B)(6) 2018.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) and it was found the patient had inflammation and granulation tissue at implant site. Subsequently the patient was treated with of an oral antibiotics, oral and topical steroids (date and duration not reported). The implanted device remains.